Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('but a piece of the coil was seen at the cornua') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, cholecystectomy and c-section. Concurrent conditions included yeast infection, dysuria, vaginal irritation, burning sensation, vaginitis bacterial, general body pain, nasal congestion, sore throat, cough, intermittent fever, urinary frequency, perineal pain, chronic cervicitis, nabothian cyst, dysfunctional uterine bleeding, dizzy spells, flushed, nausea and vaginal irritation. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 for contraception as well as alprazolam, chloramphenicol (antibiotic), ciprofloxacin (cipro) from (B)(6) 2014 to (B)(6) 2018, ibuprofen (motrin), naproxen sodium (aleve), oxycodone, paracetamol (acetaminophen), paracetamol (tylenol) and promethazine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss (specify which one)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, weight increased, dysmenorrhoea, urinary tract infection, vaginal infection, urinary tract disorder, bladder disorder, migraine, dyspareunia, vaginal discharge and vulvovaginal pain outcome was unknown. The reporter considered bladder disorder, device breakage, dysmenorrhoea, dyspareunia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia, pelvic pain, dysmenorrhea, vaginal pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received. Events added from pfs- weight gain, pain, dysmenorrhea (cramping), vaginal infection, urinary tract infection, bladder or urinary problems or changes, migraine headache, dyspareunia (painful sexual intercourse), vaginal discharge, vaginal pain. And event added from mr-device breakage. Reporter information, medical history, concomitant drug, events onset date, essure removal date were added. Event-injury was replaced. Device category changed from device other event to incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('but a piece of the coil was seen at the cornua') and pelvic pain ('pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included condom from 2009 to september 2014, obesity, cholecystectomy and c-section. Concurrent conditions included yeast infection, dysuria, vaginal irritation, burning sensation, vaginitis bacterial, general body pain, nasal congestion, sore throat, cough, intermittent fever, urinary frequency, perineal pain, chronic cervicitis, nabothian cyst, dysfunctional uterine bleeding, dizzy spells, flushed, nausea and vaginal irritation. Concomitant products included medroxyprogesterone acetate (depo-provera) from september 2014 to december 2014 for contraception as well as alprazolam, azithromycin from(B)(6) 2019 to (B)(6) 2019, chloramphenicol (antibiotic), ciprofloxacin (cipro) from october 2014 to june 2018, doxycycline from (B)(6) 2019 to (B)(6) 2019, fluconazole from (B)(6) 2019 to (B)(6) 2019, ibuprofen (motrin), naproxen sodium (aleve), oxybutynin from (B)(6) 2018 to (B)(6) 2019, oxycodone, paracetamol (acetaminophen), paracetamol (tylenol) and promethazine. In september 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain / loss (specify which one)"). On b)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, dyspareunia, vulvovaginal pain, weight increased, urinary tract infection, vaginal infection, urinary tract disorder, bladder disorder, migraine and vaginal discharge outcome was unknown. The reporter considered bladder disorder, device breakage, dysmenorrhoea, dyspareunia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 209 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain, dysmenorrhea and vaginal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new event added from pfs- patient did not undergo essure confirmation test. New concomitant and historical conditions were added. Fu 3 and fu 4 processed together. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.